Event description:
The customer contact reported an unrequested bolus dose was delivered. At an unspecified time the pump was programmed to deliver an unspecified concentration of morphine. No specific programming parameters were provided. Between 0800 and 0900 the nurse noted the patient was unresponsive, with a respiratory rate of 2-3 breaths per minute and an oxygen saturation of 96% while using oxygen. The pt was treated with three doses of narcan 0.4mg. After an unspecified length of time, the pt became responsive and the respiratory rate increased. The device was removed from clinical service. There was no reported adverse patient sequela. The customer contact stated while reviewing the pump history, the nurse noted a pca dose was delivered at 0920; however, the patient was "too sedated to push the button." Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing. The customer's returned patient pendant cord was used during the testing procedures. No unrequested bolus delivery was noted throughout the testing procedures. The pump history was downloaded at the manufacturing site. At 1720, in 2007 the pump was powered on. At 1722, morphine 1mg/ml was confirmed, the pump was programmed in the pca only mode, with a 1 mg pca dose, a 6min pt lockout, a 10mg 1 hr limit & the door was locked. Between 1724 & 2232 there were 239 unmet demands & twenty-four 1 mg deliveries. At 2232, the door was opened, locked, & a 24mg shift total was cleared. At 2233, morphine 1mg/ml was confirmed, rx settings were retained, confirmed & the door was locked. At 2259, there was a 1 mg delivery. At 2301 & 2306, the door was opened & locked . At 2307, there was 1 unmet demand, an occlusion alarm, dose stop 0.5mg. Between 2320 & 2321 there was 1 unmet demand and a 1mg delivery. Between 2324 & 2328 the door was opened, a loading dose of 5 mg was programmed & started, the door was locked & the loading dose ended. At 2355, a 1mg dose was delivered. Date stamp on the event date. Between 0007 & 0806 there were twenty-one 1 mg deliveries & 87 unmet demands. At 0816, an empty syringe alarm occurred & a 0.4mg delivered. Between 0818 & 0819, the door was opened, morphine 1mg/ml was confirmed, the 30mg total cleared, the history was cleared, rx settings retained, program set, door locked, check settings alarm, door opened, program confirmed & the door locked. Between 0820 & 0823 there was a 1mg delivery & 27 unmet demands. At 0837, door was opened, a 1mg shift total was cleared and the door was locked. Between 0838 & 0918, there were five 1mg deliveries and 58 unmet demands. At 1026, the door was opened and the pump was powered off. This report represents all the information known by the reporter upon query by hospira personnel.